Event description:
It was reported via repair work order that the side rail would not lock into position due to a broken spring spacer and broken top rail. Also, the foot end brakes would not remain engaged due to worn brake rings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.